Event description:
Procedure type: gastrectomy. According to the reporter: the anvil and center rod could not be attached properly. The surgeon then attempted to perform an end-to-side anastomosis, but was not successful. The procedure was changed to open surgery. No bleeding, delay to surgery time, or tissue damage was reported.